Manufacturer narrative:
User reported discrepancies between bg and sg readings. Escalation analysis indicated that the observed discrepancies could be attributed to an infection (MFR #: 3009862700-2026-01722) reported at the insertion site which most likely impacted system performance. Customer care recommended that the user continue their treatment of sulfamethoxazole/trimethoprim and to reach out if the discrepancies persist after the insertion site heals and completion of the medication.

Event description:
On april 18th 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.